Event description:
A us distributor contacted zoll to report that a patient developed a bruise under the lifevest equipment. Patient¿s nurse described the area as red and bruised under the vibration box on back. There was no alleged device malfunction contributing to bruise. The patient¿s physician prescribed oral doxycycline and a nurse placed a bandage over the bruise. Follow up indicated that the bruise improved.